Manufacturer narrative:
(B)(4). Date sent: 9/3/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # 769c62. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. Further inspection revealed that the closing trigger and the jaw could not be closed. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, some residue that appears to be glue was noted at the frame, causing the internal parts cannot work normally, thus causing the closing trigger to fail to close, which lead to the device not been able to fire. Based on the information currently available, a product issue was identified during the investigation of the sample received. This defect has been potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review: a manufacturing record evaluation was performed for the finished device batch number 769c62, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the jaws did not close. The handle was too hard to grip. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.